Event description:
The customer reported that she experienced insulin delivery issues with her insulin pump and thus she reverted to manual injections for treatment. The customer's blood glucose was 500 mg/dl and her chest was hurting. The customer stated that the issue was resolved with an infusion set change. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.